Event description:
The customer ran a blood test on her new contour ts meter and the reading was displayed in mmol/l. She realized the unit of measure was not correct. The unit of measure cannot be changed manually on the meter. There was no allegation of an adverse event. The meter was replaced and the customer was asked to return her meter for evaluation.